Event description:
The patient was taken to the hospital twice due to being agitated and difficult to control by patient's care taker. Patient's blood glucose was tested on the suspect device on both occasions and the results were 136 mg/dl and 168 mg/dl compared to 21 mg/dl and 31 mg/dl at the hospital. Patient was given glucose IV drips for both events. The wrong glucose controls were used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.